Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy with splenectomy, it was noted that the staple closure of the specimen was opened and was bleeding. Hemostasis was done using clips.